Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator could not be interrogated using three separate programmers and wands. The device was confirmed to be less than 1 inch beneath the skin. Wand locations were adjusted without any success. Device history record was reviewed. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Event description:
Implant card was received indicating that the patient had a battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. A visual assessment on the pulse generator pcba showed contaminates on the trimmed edges of the pulse generator pcba (tab removed) due to the manufacturing process. No other visual anomalies were identified. The pulse generator would not interrogate. Therefore, the system diagnostic and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos=yes condition. A visual assessment on the pulse generator pcba showed contaminates on the trimmed edges of the pulse generator pcba. A comprehensive automated pcba electrical evaluation showed that the pulse generator pcba did not perform according to functional specification. The contaminates observed on the trimmed edges of the pulse generator pcba (¿test tab¿ removal manufacturing process) suggest probable electrical paths were established between the copper edges on the trimmed edge of the pulse generator pcba which may have the contributing factor for the reported allegations. No other relevant information has been received to date.

Event description:
Follow up communication confirmed that troubleshooting was conducted. The patient was interrogated in two different rooms where there is minimal electromagnetic interference. A hardwire connection was not used because they are still using the old programmer. The patient reportedly cannot feel magnet swipe stimulation. A tablet download is not available as the programmer being used has a broken screen and there is no way to have a data download or to get the device serial number. No other relevant information has been received to date.

Event description:
A customer quality engineering review found that the device depleted prematurely due to a manufacturing deficiency. The end of service condition was due to the presence of conductive residue on the device due to laser routing. Therefore, the failure to program event was due to the device being at end of service. The end of service condition of the device was premature and the result of a manufacturing process (laser routing). No other relevant information has been received to date.

Event description:
Further information was received indicating that the patient is scheduled for battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The device was received into product analysis. No other relevant information has been received to date.